Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final investigation and to address corrections to the initial report. Updated fields include h2, h3, h4, h6, and h11. An olympus field service engineer was dispatched to the user facility but could not confirm the reported issue. However, the following findings were identified: scope communication error b30 and a grainy image. The fse recommended sending the device to olympus for further evaluation. However, the customer did not return the device for repair or evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed no image. The issue occurred during inspection for use. There were no reports of patient involvement.